Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) delivered greater than 40 inappropriate shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Tachycardia therapy was exhausted in one of the episodes. It was noted that shock therapy converted the rhythm; however, the rhythm started again. During shock delivery, the device recorded a shock lead open message due to the presence of high out-of-range shock impedance measurements greater than 125 ohms on this right ventricular (rv) defibrillation lead. Review of stored device memory noted shock impedance measurements had been greater than 125 ohms for approximately one year with some decreases into the 120 ohms range. The patient was seen in the hospital and was confirmed to be in af with rvr and found to have high potassium that led to the arrhythmia. Shock impedance measurements during the device check were noted to be stable and within normal limits at 89 ohms. Technical services (ts) discussed that the shock lead open message could be cleared from the device and also discussed considering lead replacement due to the out-of-range shock impedance measurements. Available information indicates that this product remains implanted and in service. No additional adverse patient effects were reported.